Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has passed away due to a recent urinary tract infection that went septic. The patient's wife was clear that the patient's death was not related to the pod, but the patient was weaning the pod during the time of death. The patient's wife reported that he had been receiving iron infusions for about four years.